Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received two photos and one open unit of a 22gx1.00in insyte autoguard device from lot 4222724. The received photo shows the unit with some material on the external surface of the catheter tubing near the tip of the catheter. The material appeared to be a clump of black and grey material between the notch and the needle tip. The gross visual inspection of the returned physical sample confirms the presence of the foreign material though accidentally fell off during investigation. The foreign material at the touch in attempt of picking up was silicone like material mixed with a dark material. Your reported issue was confirmed and determined to be manufacturing related. This type of material likely came from manufacturing during the tipping process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global has foreign matter on its needle. The following information was provided by the initial reporter, translated from chinese to english: there¿s some foreign material at the tip of the needle.